Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging issues and magnetic resonance imaging (MRI) access. Explanted device will not return due to facility policy. The patient was doing well post operatively and electrocautery was not used.